Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine with burn damage to the power switch and fuses. The issue was found by a fresenius (B)(4) technician while servicing the machine for a no power issue. The issue occurred prior to any treatment, and there was no patient involvement. The technician replaced the power switch and fuses to resolve the issue and return the machine to service. It was confirmed that no sample parts were available for return. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) service technician. The technician reportedly replaced the power switch and fuses to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.